Event description:
It was reported that a skin reaction was occurred. The patient experienced a skin reaction with itching, burning, rash, redness, inflammation, discomfort and dry skin extended beyond the patch perimeter. The reaction was treated with 1 percent hydrocortisone cream flucloxacillin (oral antibiotic). It was not clear if the oral antibiotic was prescribed for this event or not as the patient only mentioned ¿having¿ the medication. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).